Event description:
It was reported that during the implant attempt, the lead had to be repositioned multiple times due to poor pacing and sensing numbers. Eventually, tissue became stuck in the helix, and the lead would no longer remain fixated. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. All insulators were breached cut, as was the outer insulation. All conductors were distorted, including the proximal conductor, and blood/body fluid was present on all conductors (not obstructed). Blood was found in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.